Manufacturer narrative:
Intuitive surgical, inc. Received the replaced universal side manipulator (usm) involved with the complaint to perform failure analysis. The usm was analyzed. Review of the system logs confirmed the error fault pointing to the yaw searchlight failure. However, failure analysis could not replicate the error. The usm was tested in-house system in normal mode and no error fault was triggered. The unit passed other required tests.

Manufacturer narrative:
The field service engineer (fse) was dispatched to onsite and confirmed the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the customer experienced an error on universal surgical manipulator (usm) 4. The customer power cycled the system, but the errors returned. Before calling technical support, usm4 was disabled, and the surgery could be continued without problems with 3 arms. The technical support engineer (tse) confirmed multiple errors 32056 pointing to axis controller arm (aca) on usm4. The procedure was completing as planned with no reported injury.